Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: l5 burst fracture. Procedure: posterior fusion. Levels implanted: l4/s. It was reported that on an unknown date, post-op, there was a breakage at the base of the s1 left side screw. Bone union has been achieved so revision surgery will be performed to remove the broken screw on (B)(6). No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.